Event description:
It was reported to boston scientific corporation that a day or two after a uterine prolapse repair procedure without complications in 2009, using an uphold vaginal support system, the patient complained of the onset of buttock pain. The pain was severe and persisted. The physician re-examined the patient multiple times and ordered an MRI. The MRI was completed, and nothing abnormal was noted. The buttock pain then resolved, but the patient presented with general pelvic pain. The patient was prescribed pain medication and steroids. Subsequently, all of the patient's pain resolved. The physician stated that she does not know the cause of the pain, but thinks it is patient-related and not caused by this device.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determined the relationship between this device and the cause of this event.